Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The pulse generator exhibited backup vvi operation. After software download, normal device function resumed.

Manufacturer narrative:
(B)(4).